Event description:
Event reportable based on analysis completed 12/23/2008. It was reported that in preparation for an unspecified stenting procedure, guide wire restriction occurred. An unspecified guide wire could not be inserted into the carotid wallstent outside the patient. Multiple attempts to obtain additional information were unsuccessful. Upon investigation of the wallstent, foreign material was found in the wire lumen.

Manufacturer narrative:
During analysis when the recommended size 0.014 inch filter wire was inserted through the device, a restriction was met at the inner bath tub stamp. On closer examination, a fibrous material, as well as some crystalline material, was noted where the restriction was. The fibrous material was located at 6mm distal to the monorail exit. The fibrous material was removed from the inner and when a 0.014 inch filter wire was inserted through the inner some resistance was noted when the filter wire was exiting at the inner bath tub stamp. The shaft was dissected and the inner was withdrawn from the outer sheath. The crystalline material, which was most probably crystallized material used to flush the device during the clinical procedure. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is undeterminable.